Event description:
It was reported that the patient's device was unable to be interrogated due to end of service. A battery life calculation was performed for the generator showing an estimated 3.7 years until near end of service for the patient's device. However, the sales representative who reported the issue called back on (B)(6) 2015 and stated that the issue was found to be a usb port failure that caused the unable to interrogate issue and was not a low battery. He changed the usb and requested a new one. The patient's device was successfully interrogated after the cable was swapped out. The cable was discarded by the provider and will not be available for analysis.